Manufacturer narrative:
The manufacturer was contacted in reference to ds2adv auto CPAP devices. The patient has alleged to unit was making a grinding noise which woke him up during the night and then he noticed that there was smoke coming out of the side vents of the device. The patient thought it may have caught on fire; however, he did not report seeing any flames. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to manufacturer investigation laboratory. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings like dust like contamination, mineral deposit and hair-like particles. Additionally, there were burn marks on the pca due to thermal event likely due to the liquid ingress to the pca. The device was scrapped.

Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP devices. The patient has alleged to unit was making a grinding noise which woke him up during the night and then he noticed that there was smoke coming out of the side vents of the device. The patient thought it may have caught on fire; however, he did not report seeing any flames. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.